Event description:
Customer reported the image intermittently blacks out. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the single board computer. System operates as intended. This MDR is related to ge healthcare complaint.